Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited that the adhesive around the objective lens was peeled. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿glue at objective lens peeled off¿, was confirmed, and the device did not meet the standard specifications. The probable cause was stress due to repeated use, external factors, or handling of the device. The operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ which could have detected the phenomenon. Olympus will continue to monitor field performance for this device.